Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump exhibited last error code 1210. Per reporter pump was repaired last may or june 2021 and had not been used since being repaired.